Event description:
It was reported that initially when programmed bipolar sensing 0.3millivolts, there was near simultaneous oversensing on the right ventricular (rv) channel of atrial sensed events. Atrial sense-ventricular sense (as-vs) pattern showed to be near simultaneous, and the issue was resolved by adjusting the sensitivity measurement. The same issue presented again and was mitigated by re-programming sensing rate and right ventricular sensing to tip to coil. After some time, intermittent t-wave oversensing (twos) post ventricular pace occurred and was mitigated by adjusting the rv sense polarity. Subsequently, after the rv sensitivity re-programming twos post ventricular pace occurred again, re-programming was performed by increasing the ventricular blanking period which mitigated the issue. However, the twos returned. The patient will be re-evaluated again but a date for evaluation has not been determined. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.